Event description:
It was reported that during labral repair procedure, the tip of the qfix broke inside the patient. It is unknown if there was a delay or back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found that as potential risks associated with the use of these devices includes reaction to device materials. Clinical evaluation was completed and concluded that based on the limited information provided, the root cause of the reported breakage could not be determined. The material, 300 series ss is common component of medical instruments and is considered highly biocompatible however, the q-fix drill is manufactured and intended as an externally communicating instrument, not approved for implantation. The patient impact beyond possible corrosion and local irritation/discomfort cannot be determined. Since the retained fragments was left embedded in the bone, migration is unlikely. No further medical assessment can be rendered at this time. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during labral repair procedure, the tip of the qfix broke inside the patient and a small piece was left inside the bone. No significant delay and a back up was available to complete the procedure. No other complications were reported.